Event description:
It was reported that during a photoselective vaporization of the prostate procedure, while inserting the fiber into the scope, the metal tip of the fiber detached. The tip was removed using forceps. The physician converted the procedure to transurethral resection of the prostate. There were no complications to the patient.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported fiber cap/tip detached was confirmed as analysis identified the glass cap and metal cap were detached/separated. Data from the fiber card showed no energy had been emitted from the fiber. It is probable that the glass cap and metal cap detachment occurred due to rough technique and interaction with the scope. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. According to the instructions for use, bending the fiber at sharp angles may result in damage to the fiber. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap and metal cap were detached/separated. The outerflow tubing was also damaged. Data from the fiber card showed no energy had been emitted from the fiber. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed there were no signs of breakage along the length of the fiber body. The fiber connector passed the connector segment verification test. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: do not press the fiber end into the tissue. This creates stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: based on analysis results, a probable cause of unintended use error was assigned to this investigation. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, while inserting the fiber into the scope, the metal tip of the fiber detached. The tip was removed using forceps. The physician converted the procedure to transurethral resection of the prostate. There were no complications to the patient.